Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product remains in service.